Manufacturer narrative:
(B)(4). For 4 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 2 of the 4 reported events, the condenser assembly was replaced, to resolve 2 of the 4 reported events, the bellows housing was replaced.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine experienced a gas leak greater than 4.5l per minute. These reports were received from various sources. Of the 4 events, 4 did not involve patients.